Manufacturer narrative:
Evaluation summary: the system was examined. A company representative did not indicate finding any issues that would be associated with the reported event. The company representative cleaned the laser firing. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively.(B)(4).

Event description:
A customer reported that the system laser did not fire sometimes before surgery. The event occurred occasionally. The laser pulse was sometimes retarded. There was no patient involvement. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).